Event description:
Use of microkeratome in lasik surgery. On the second eye, the keratome made a deep cut. This resulted in corneal perforation when the appropriate laser treatment was performed. Suturing of the cornea the next day was required.